Event description:
A surgeon reported the intraocular lens was damaged while loading into the insertion system. The lens was implanted and doctor noticed the damage and explanted the lens by enlarging the incision. No patient injury and surgery was completed the same day.

Manufacturer narrative:
The lens was received and inspected under 10x magnification showing an optic cut in half with one broken haptic. Dried material was observed on the optic. The lens met all manufacturing specifications prior to release. Information received from the surgeon states the lens was damaged during the loading process prior to insertion into the patient's eye suggesting this event was not caused by a deficient lens. All pertinent information available to amo has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.